Event description:
Seven days post index procedure, it was noted that the pt experienced symptoms of claudication. No additional info regarding this event was provided. The pt was enrolled in the (B) (6) study on (B) (6) 2009, with a lesion in the right proximal superficial femoral artery. The target lesion had 75% stenosis, was moderately calcified and 6cm in length. The vessel was 5mm in diameter. The lesion was pre-dilated with an opta pro balloon catheter and it was noted that a type b dissection occurred. Then, a smart control stent was implanted.

Manufacturer narrative:
The pt was enrolled in the (B) (6) study on (B) (6) 2009, with a lesion in the right proximal superficial femoral artery. The target lesion had 75% stenosis, was moderately calcified and 6cm in length and 5mm in diameter. The lesion was pre-dilated with an opta pro balloon catheter and it was noted that a type b dissection occurred. As part of the study, a smart control stent was implanted as originally planned. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. In view of the planned stent procedure, the dissection occurring with pre-dilation was appropriately treated with the planned stent implantation. There is no evidence to suggest there were any mfg issues that contributed to the reported event. This does not represent device malfunction. Review of the available info suggests that vessel/lesion characteristics and possible procedural factors may have contributed to this event.